Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had frayed cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting frayed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and the complaint regarding frayed cable was confirmed by failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation(s) not reported by site were also identified: the tenaculum forceps instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.